Event description:
It was reported by the company rep that the inner tip broke off. The tip was retrieved and a replacement was available to complete the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.